Event description:
The customer reported false positive results of two patient samples with the anti-a of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the software interpretation was 1+ positive, but the images were clearly negative. Due to the discrepancy between forward and reverse typing the ih-1000 stated, "abo not interpretable" and no incorrect result was released. The customer did neither return the supposedly defective product for investigational testing nor the patient samples that had caused the false positive results. Therefore our quality control laboratory checked their retention sample visually and all acceptance criteria were met. The specifications were: visible supernatant. Homogeneous gel. Intact sealing. No splashes in the reaction chamber. Furthermore, several cards of the retention sample of the supposedly defective product ih-card abo/d(dvi-)+rev a1, b were tested on ih-1000 with focus on a antigen negative donor samples. No false positive reactions were observed. The results of forward and reverse typing were specific and concordant. The customer provided an extract of the daily journals. Two result images confirmed the false positive results. But based on images from the daily journal, an investigation into the cause of the false positive reaction was not possible. The right data files for an investigation were not provided. The false positive results could have several causes, e.g., dust in the well, which where not related to a defect of the cards or a malfunction of the system. Therefore, the complaint was classified as undetermined. The testing of our quality control laboratory confirmed that the allegedly defective product ih-card abo/d(dvi-)+rev.a1, b lot 8016010 functions correctly. As we did not receive the affected patient material and the trace files, further investigations could not be done. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive test result with ih-card abo/d(dvi-)+rev a1,b when used on ih-1000. The anti-a well yielded an 1+ test result but the patient is supposedly an o positive patient. The instrument called the test result "abo not interpretable" and no false test result was released. Investigation and testing of this complaint in our quality control laboratory is still ongoing.